Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no returned product and the results of the investigation, it was concluded the cause cannot be traced to the device. However, a definitive cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: product information currently unavailable. Common device name: unknown, initial reporter also sent report to FDA: unknown, PMA/510(k): unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description was taken from the following article: tkalcic, lovro, berislav budiselic, milienko kovacevic, et al. "Endovascular management of superior mesenteric artery (sma) aneurysm - adequate access is essential for success - case report." Pol j radiol 82 (2017): 379-383. It was discovered during this article review an amplatz stiff wire guide was used as part of a endovascular management of an superior mesenteric artery (sma) aneurysm procedure to place a stent within the superior mesenteric artery. In summary, the article states a femoral approach was used for endovascular management with a covered stent due to requiring a 9 fr introducer sheath. A curved guiding catheter and amplatz stiff guidewire were used for sma catheterization. The 9fr sheath was then advanced and a self-expandable covered stent was implanted. Imaging showed "persistent aneurysm sack filling." It was stated "single femoral approach, a stiff guidewire and a large sheath distorted the anatomy, resulting in incomplete aneurysmal neck covering." The procedure was terminated due to a lack of other options. The patient was discharged the next day without clinical signs of complications. The article further states, ¿however, 2 weeks later cta confirmed aneurysmal perfusion related to incomplete neck coverage. A second endovascular intervention with a longer covered stent with lower crossing profile was selected and completed successfully". The article states adverse effects to the patient included "mild median nerve damage" due to "the transaxillary approach and 8-fr sheath". The complication resolved in the following 3 months. No other adverse effects or complications were noted. The article further points out ¿endovascular management of an sma aneurysm was safe and efficient in our case even after initial therapeutic failure".